Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the left ventricular (lv) channel. Subsequently, technical services (ts) reviewed and noted there was a signal artifact monitor (sam) episode and inappropriate anti-tachycardia pacing (atp) and one shock delivered for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy broke the rhythm but right after the patient went into a fast ventricular and atrial rhythm. This is suspected to have caused a possible false sam episode. Pacemaker mediated tachycardia (pmt) episodes were stored in configured collection period as well. Ts provided troubleshooting options. No additional adverse patient effects were reported.